Manufacturer narrative:
H3: product analysis: no conclusion can be drawn. No evaluation was performed, as the device was not returned and discarded by the customer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a posterior cervical fixation, the bur broken and remains inside the pedicle of patient. A spare product was used to complete the procedure. Additional information received stating no additional intervention were performed. It was also reported that in the cervical spine case, the pedicle was thin and it was not possible to remove it broken fragments by shaving the surrounding bone due to the risk of damage.